Manufacturer narrative:
On 8/2/2018 mentor became aware that it submitted a duplicate report of this event on (B)(6) 2018, (report #1645337-2018-04704, manufacturer's reference (B)(4)). This report contains the information submitted in the duplicate report, that had not been submitted with this report initially, as mentor did not become aware of these reports being duplicates until after initials were submitted. Mentor will continue to update both files and submit supplemental reports with any new information obtained. Explant without replacement was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 550cc mentor memorygel breast implant, catalog #3545507, lot #209656 manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) female had 550cc mentor memorygel breast implants inserted on (B)(6) 2002. Bilateral rupture in addition to neck and shoulder pain were reported post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-04690 for contralateral prosthesis report).